Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level and programmed to high settings. Session record was reviewed and no sudden drop in voltage was noted on or before the event date. Electrical analysis did not find any anomaly. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the total longevity of the device. Longevity assessment was performed based on average current drain, and the device meets the projected longevity and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable before, during, and after the procedure.